Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation the device displayed error message ¿invalid parameters¿ due to faulty diagnostic. The device was interrogated again but the issue was not resolved. The diagnostics were cleared. The patient was in a stable condition.